Manufacturer narrative:
The investigation into the reported issues has been completed. The device was not returned for investigation. The root cause of the access site bleeding issue was not determined since the product was not returned and sufficient information was not provided in the clinical description. As all the necessary information was not provided, the root cause of the limb ischemia and thrombus was not determined. E.1 name prefix/title, first name and last name were revised since manufacturer device report number 1220648-2024-11897 was submitted. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11897 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since manufacturer device report number 1220648-2024-11897 was submitted.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ impella rp smart assist system with automated impella controller section: contraindications (united states) ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿ citation: kaki, a., blank, n., alraies, m. C., jani, a., shemesh, a., kajy, m., laktineh, a., hasan, r., gade, c. L., mohamad, t., elder, m., & schreiber, t. (2019). Axillary artery access for mechanical circulatory support devices in patients with prohibitive peripheral arterial disease presenting with cardiogenic shock. The american journal of cardiology, 123(10), 1715¿1721. Https://doi.org/10.1016/j.amjcard.2019.02.033.

Event description:
A literature study entitled 'axillary artery access for mechanical circulatory support devices in patients with prohibitive peripheral arterial disease presenting with cardiogenic shock" monitored 17 patients over 20 months who were implanted with a mechanical circulatory device. During the support period, and patients on impella rp support experienced conditions including limb ischemia (1), bleeding (1), and upper extremity deep vein thrombosis (1). Two units of blood were given to treat the bleed.